Event description:
The physician reported that the entire pacing sys, including the subject device (B) (4) (ventricular lead) and the device with (B) (4) (atrial lead), was explanted due to infection. Both the leads were well fixed and could not be extracted easily, even when the stylet was inserted. The leads were pulled with increased force and eventually extracted. However, as a result their conductor coils were stretched. It was reported that a new pacing system is scheduled to be implanted at a later date.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.